Event description:
It was reported that during a gastric sleeve procedure, the surgeon opened the instrument and complained that the anvil had too much movement which he feels leads to jagged staple lines. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Were the staples formed in the proper b form shape? With the new stapler, yes. Were there staples missing from the staple line? No. Was the staple line complete? Yes.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.